Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs), alleging that her one touch ultra 2 meter casing was broken and her meter did not work. The medical surveillance specialist (mss) classified the complaint based on the initial information provided to the customer service representative (csr). The patient said her nephew threw the meter and it shattered about two weeks ago. The patient said she continued to take her usual dose of lantus insulin 40 units each day. She said she also takes humalog insulin three times a day by sliding scale, but she had to guess at the dose ruing the last two weeks because her meter did not function. The patient said she became shaky and sweaty on more than one occasion after taking the humalog insulin and then had to treat herself with something additional to eat. The csr documented that the meter casing was cracked. The patient's product was replaced. This complaint is reported because the patient alleges that her lfs mete was thrown and became cracked. As a result, the patient said she was unable to test her blood glucose, she guessed at how much humalog insulin to take an she became shaky and sweaty after taking the insulin.